Manufacturer narrative:
(B)(4). Batch # p57n70. Month and day unknown. Only year (2017) is known. Device evaluation: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify what was meant by ¿misfired¿? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Response received: the device misfired. The stapler locked up and didn¿t deliver staples or cut. No difficulty opening the device and removing from patient.

Event description:
It was reported that during a colon resection procedure, after firing the blue reload on the first firing, the doctor attempted to fire the white reload on the second firing and the device misfired. A second like device and reload was used to complete the procedure. There were no patient consequences reported.